Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a delayed recovery from general anesthesia. The patient was very slow to breathe, drowsy, and weak. The anesthesia was given ¿in theatre¿ for the baclofen pump insertion but no baclofen had been given at the time of the event. Usual anesthesia drugs were given and the patient was kept in theatre under direct supervision. The patient was also administered naxalone while in theatre (in case effect of morphine.) With little effect (the patient never had pinpoint pupils or respiratory rate which one could see with too much morphine). The patient was transferred to ¿hdu¿ for observation/non-invasive ventilation if required on (B)(6) 2014 and then transferred to the respiratory ward on (B)(6) 2014. This was reported as procedure related and resulted in prolongation of existing hospitalization. The outcome was reported as resolved without sequelae on (B)(6) 2014. This device system was to deliver baclofen. Should additional information be received, a supplemental report will be filed.